Event description:
The surgeon did not feel that the patient tolerated the anti-siphon device. Surgeon does not believe there to have been a problem with the device but does have some doubt. The valve was returned for evaluation.